Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to infection with sepsis. In addition, hematoma was also noted and pocket evacuation was done. No additional adverse patient effects were reported.